Manufacturer narrative:
(Date of event: used the first date of the month of the aware date as no event date was provided. Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.50 x 12 synergy drug-eluting stent was selected for use; however, after removing the device from the hoop, it was noticed that the stent had a burred/broken struts. The device never entered the patient's body. The procedure was completed with a different device. No patient complications were reported.